Manufacturer narrative:
Follow-up # 1 (03/20/2012)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on february 23, 2012 with the following findings: the lancing device was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an issue with her one touch delica lancing device not fully penetrating the lancet to obtain a blood sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject lancing device began in the afternoon of (B)(6) 2012. She stated that she manages her diabetes with metformin and "nateglinide" pills and due to the alleged issue she continued taking her usual dose of medication. The patient claimed within 6 hrs after the alleged issue started she began frequently urinating. She denied receiving any form of medical intervention in response to her symptom. During the initial call with customer service, the agent noted that the patient was using the correct testing technique and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.